Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if it was the device that cut the vessel. Was there any bleeding as a result of the vessel being cut? Please quantify the amount of blood that was lost. Was a transfusion required? When the clip deployed, was it in the proper b form shape? Were any clips malformed?

Event description:
It was reported that during a vascular access revision procedure, the clip applier was cutting the vessel. It appeared as if a clip was not there but it was because they saw the clip deploy. Also, it felt like clip applier jammed or was "sticking" another like device was used to complete the procedure. There were no adverse consequences for the patient.